Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's ipg was inoperable for several months. Patient had to charge several hours a day and eventually the ipg would shut off. As a result patient underwent surgical intervention wherein the ipg was explanted and replaced with a new device. Post procedure effective therapy was restored.